Event description:
Customer reported being hospitalized due to high bg. The cause of hospitalization (as per md) was high bg's. Customer was able to troubleshoot and pump functioned normally. Customer did not have a clamp and instructed customer to monitor their bg levels. The high bg rule was explained to customer and customer was asked to call back for additional testing when clamp arrives.